Manufacturer narrative:
Device evaluated by MFR.: a promus premier us mr 4.00 x 12mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified no issues. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. An examination of the inner and outer shaft polymer extrusion revealed a midshaft kink at approximately 100mm proximal to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 4.00x12mm promus premier¿ drug-eluting stent, it was noted that the stent and the shaft were kinked as the device came out of its protective coil. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that stent damage occurred. During preparation of a 4.00x12mm promus premier¿ drug-eluting stent, it was noted that the stent and the shaft were kinked as the device came out of its protective coil. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.